Manufacturer narrative:
(B)(4) the product analysis finding of catheter broken. Visual evaluation of the complaint device found the catheter shaft to be broken in two pieces. The catheter was also found to be stretched and kinked from the proximal end where the introducer meets the shaft. The reported defect of catheter stretched was confirmed; however it was also found that the catheter was broken. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, when the physician was sweeping the duct, the catheter stretched. It was reported that the balloon did not burst. The procedure was able to be completed with a trapezoid basket, another balloon, and placement of a plastic stent without any issues. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be okay. Investigation results revealed the catheter to broken, therefore this is now an MDR reportable event.